Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation - evaluation: (B)(6) hospital in japan informed cook on 05apr2021 of an incident involving an osteo-site bone biopsy needle (rpn: dbbn-13-10.0-m2, lot #: 9629710). The complainant reported that there was a thread-like object caught in the tip of the needle. Another dbbn-13-10.0-m2 was used without incident to complete the intended procedure. Further communication with the user facility clarified that the device did not make patient contact. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control, as well as a visual inspection of the returned device, was conducted during the investigation. One prior-to-use osteo-site bone biopsy needle was returned to cook for evaluation. Upon visual inspection, a small brush bristle was noted to be lodged in the distal end of the device. As such, cook confirmed that this device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (9629710) revealed no relevant nonconformances. A database search did not identify any other events associated with the reported device lot. As there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, cook has concluded that there is no evidence suggesting additional nonconforming product exists either in house or in field. Cook also reviewed product labeling. The product IFU, t_dbbn_rev1 ¿osteo-site vertebroplasty and bone access needle sets,¿ provides the following information to the user related to the reported failure mode: how supplied ¿sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile.¿ based on the information provided, inspection of the returned device, and the results of our investigation, a definitive root cause for this event has been traced to a deficiency in manufacturing and/or quality control. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k170008. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an osteo-site bone biopsy needle. Prior to patient contact, a "thread-like object" was noted in the tip of the needle. A similar device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.